Event description:
It was reported that the patient was revised due to recurrent dislocations approximately 1 month post implantation. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Source: australia. Medical products: unknown head; catalog number: 00500105328 lot number: 64889621 brand name: acetabular liner; catalog number: 00801102028 lot number: 64282450 brand name: allen plug; catalog number: 00811400330 lot number: 65139953 brand name: femoral stem; catalog number: 00500105300 lot number: 653455885 brand name: acetabular shell. Multiple reports were submitted along with this report 0002648920-2022-00163. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (B)(4).